Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the stimulation turning off was that the positions had not been programmed. The sensor was activating laying front and going to zero when the patient bent forward. The stimulation was not actually shutting off, but just going to zero. The rep fixed the programming and the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated that their ins is turning off shortly after turning it on. The rep had just left the clinic from programming the patient and activating adaptive stimulation. There was nothing that the rep was aware of that would cause the ins to turn off unless the battery level is low (which the rep confirmed it is not). The rep was instructed to confirm the ins is truly turning off and that this isn't a case that a position isn't defined and set at 0.0v. If that is the case, then the patient would feel like the stimulation is turning off but technically still on. The rep was asked to confirm this with the patient's controller first before getting into the tablet. The rep is heading back into the clinic to meet with the patient to review programming. The rep asked if she only did the minimum positions could this be why the patient may be feeling stimulation "turn off". It was reviewed that is possible is the patient in a reclined or mobile position that wasn't set. No further complications were reported. No additional patient symptoms were reported.